Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced slowness and freezing. The customer reported that this occurred very seldom, typically in the mornings, and required a restart to dispense medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experience slowness and freezing. A field service engineer (fse) configured the previously unconfigured component manager, and the unit that was offline in remote support service (rss) was restored to operation. The system functioned as intended after the field service engineer troubleshot the device.